Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during an unrelated procedure, the pulse generator was unable to be interrogated. Troubleshooting was unsuccessful. A new test device could not be interrogated either. It was thought that interrogation could not be achieved due to electromagnetic interference within the operating room.